Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).